Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ injector luer lock (n35c) was "curved" and "impossible to connect to other device".

Manufacturer narrative:
Investigation summary: one sample was received for evaluation by our quality engineer. As a lot number was unknown for this incident, a device history record review could not be completed and additional retained samples could not be obtained for investigation. Investigation conclusion: upon visual inspection of the sample, the injector was observed slanted, therefore, it was non-functional. The tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process: visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a caliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and penetrated by the cannula. Root cause description: during the assembly process, if there is a poor alignment within the machinery, the cannula may be introduced inclined which would result in a non-functional product. Rationale: a quality project has been opened to reduce the occurrence of this issue. Tools were implemented to better adjust the assembly stations. Complaints received for this device and defect will be closely monitored by our quality team.

Event description:
It was reported that the bd phaseal¿ injector luer lock (n35c) was "curved" and "impossible to connect to other device".